Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "consider patient specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment."

Event description:
As part of the boombox clinical study, a 54-year-old male patient with a history of metastatic colon cancer received histotripsy treatment to three tumors in segments 3, 4, and 6, with a total planned treatment volume (ptv) of approximately 53.7 cc on (B)(6) 2026. IV contrast CT scan following histotripsy showed adequate tumor coverage with histotripsy with no other findings. The patient presented to the emergency department around midnight the same day with pain, nausea, and emesis. A second CT scan with contrast was ordered (approximately six hours after the prior contrast study). The patient's creatinine was elevated to 2.4 mg/dl just prior to the CT scan. Following the second CT with IV contrast, the patient's creatinine increased to 5.29 mg/dl. The patient was hospitalized for six days and was medically managed and monitored. Renal function subsequently improved without the need for dialysis. At discharge, creatinine decreased to 2.7 mg/dl.